Event description:
The user experienced analyzer alarms and received a questionable intact human chorionic gonadotropin + the ss-subunit (hcg+ss) for one patient serum sample and questionable thyrotropin (tsh) results for two other patient serum samples from separator tubes. The initial hcg+ss result for patient sample 1 was 54.99 miu/ml with a data flag and was reported outside the laboratory as 55 miu/ml. Due to the low result, an ultrasound was performed on the patient. The doctor found that the size of the fetus on the ultrasound did not match the hcg+ss result so he called the laboratory and asked for the sample to be retested. The repeat result on (B)(6) 2011 was >10000 miu/ml with a data flag and upon automatic repeat at a 1:100 dilution was 29002 miu/ml with a data flag. No adverse effects were reported for the patient. On (B)(6) 2011, patient sample 2 initial tsh result from an aliquot tube was 0.034 uiu/ml with a data flag. The repeat result on the cobas e601 analyzer was 2.63 uiu/ml. Patient sample 3 initial tsh result was 0.034 uiu/ml with a data flag. The repeat result on the cobas e601 analyzer from an aliquot tube was 2.13 uiu/ml. The initial tsh results were reported outside the laboratory and the results were corrected before anyone received or saw the erroneous results. The patients were not adversely affected. The hcg+ss reagent lot number was 16250103 and the tsh reagent lot number was 16397302. The field service representative determined the sipper flow path and probe tubing popped off the rollers. He also found there was a problem with the probe sampling adjustment. He cleaned the sipper path, realigned the sipper tubing, replaced the sipper probe seal and installed the probe tube correctly. He also adjusted the probe sampling position. To verify the analyzer operation, he ran performance testing and the user ran successful quality control.